Event description:
It was reported the pt's battery was "getting weak" in (B) (6). The implant was "not coming on properly, as it did before." The pt had to take nitrostat more frequently. The pt had seen their physician and had their device reprogrammed. It was unk if surgery would be required to fix the problem. The pt continued to have issues with the system. In (B) (6), the pt reportedly felt no stimulation for the last two weeks. The device had been implanted for angina. The pt had previous heart surgery to place stents, but that did not work. The ins was programmed to come on by itself every 6 hours for an hour. Three green lights were visible on the pt programmer. The pt was seen for troubleshooting. The stimulation was intermittent, but there had been a loss of therapeutic effect. Impedance values were >4000 ohms on electrode pairs 0.3 and 1.3. The device was programmed using electrodes 0 and 3. Reprogramming and further troubleshooting were being considered.

Manufacturer narrative:
(B) (4).